Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set tap not sticking event on (B)(6) 2024. Tap come off from body while he was watching tv. Non-serialized product being replaced. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.